Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported (B)(4) which was submitted on 7/16/2018. The code was erroneously submitted as new information received reported that the correct code should be (B)(4).

Event description:
New information received reported that during a routine pulse generator changeout the right ventricular lead was found via fluoroscopy to have externalized conductors. The patient was fine before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had fractured. The lead was capped and replaced on (B)(6) 2018. No further information was available.